Manufacturer narrative:
(B)(4).

Event description:
Procedure type: cholecystectomy. According to the reporter: surgeon opened new sterile pack of gia60-3.8 sulu to perform closure of colostomy. He opened skin for 5 cm incision and did side to side anastomosis. After the firing, there was no staple fired at the tissue, but the tissue was cut by the blade. So the surgeon had to make a larger incision to dissect more colon for the new attempt of anastomosis. Surgery time was extended by 30 mins or more.